Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead presented high out of range shocking impedance. Technical services confirmed a gradual increase in shock lead impedance. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.